Manufacturer narrative:
B5: a consumer reported that their protectiveclean power toothbrush has exploded in the car. Reviewed the photos provided by consumer, there was damaged to the car seat, but no injury occurred.

Event description:
A consumer reported that their protectiveclean power toothbrush has exploded in the car. Reviewed the photos provided by consumer, there was damaged to the car seat, but no injury occurred.

Manufacturer narrative:
The event date is approximate. The device serial number or manufacturing number were not provided. Manufacture date not provided or identifiable. Analysis results: the cause of the customer's complaint could not be determined due to product not returned for analysis.

Event description:
Customer reported protectiveclean tb has exploded. No injuries or property damage reported.